Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the alarms are hard to hear. The customer blood glucose level was unknown. Customer also stated that back light was dim and screen was cracked. Customer also reported insulin pump battery had diminished battery life. The insulin pump will not be returned for analysis.